Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed a rash, redness, swelling, and cellulitis at the needle puncture site. The patient had intermittent sharp shooting pain for six 6 days before the sensor failed. On (B)(6) 2025, the patient consulted a physician who diagnosed the patient with cellulitis and prescribed an unspecified oral antibiotic medication twice a day for seven days. At the time of report the infection had already subsided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).